Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrode) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified, but was likely excessive force. No adverse event resulted from the open pulse wire.

Event description:
A united states distributor contacted zoll to report that electrode belt sn (B)(4) had a non-functional therapy electrode.